Manufacturer narrative:
Evaluation summary. One opened knife was received for the report of a blunt knife. The knife was received in a plastic bag without any protection. The sample was visually inspected per facility procedure and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due the damage of the sample. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because no sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a knife was noted to be dull. Procedure details and patient impact information is unknown. Additional information has been requested.